Event description:
It was reported that the patient received an alert indicating capacitor charge time limit reached. During a capacitor maintenance, the programmer lost telemetry after displaying a normal charge time. Another capacitor maintenance was performed, and the capacitor charge time limit reached was observed. The device was reinterrogated, and capacitor maintenance was performed again with normal charge time. Device replacement was suggested, as the long charge timeout could possibly reoccur.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.